Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, the customer attempted to reload a cartridge with approximately 95 units of insulin. The customer's blood glucose level was 140 mg/dl. Reportedly, a new cartridge was loaded and insulin delivery was resumed.

Event description:
In addition, a minimum fill notification occurred after the customer attempted to reload a cartridge with approximately 95 units of insulin.